Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent cartridge change errors occurred during the load sequence with multiple new cartridges. Cartridge changes were performed resolving the errors. Customer's blood glucose level was 170 mg/dl.